Event description:
The wire on the mega suture cut needle driver broke intra-operatively. There was no patient harm reported, and the device is being returned to the manufacturer for evaluation. This was the first time the instrument had been used. The instrument is designed to last for 10 uses. Manufacturer response (as per reporter) for mega suture cut needle driver, da vinciwill evaluate when product received.